Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic, lead dislodgement and high capture threshold on the atrial lead were observed. Upon fluoroscopy imaging, atrial lead was hanging straight down. The lead was replaced. Patient was stable before, during and after the procedure.